Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement 5.5 cannulated tap shipped to site (B)(4) 2013. Medtronic investigation of suspect device finds the returned tap has a 4 to 5 inch blockage about 1 1/2 inches from the back side. The blockage is not visible from either end of the instrument. Occluded device results in no function.

Event description:
A site central processing representative reported their nav 5.5mm tap (cannulated) was clogged. A k-wire stuck in the cannula was discovered while in sterile processing. There was no patient present.